Event description:
It was reported that the patient's scs ipg was unable to reconnect after undergoing a procedure. Surgery occurred where the scs ipg was explanted and replaced. Therapy was restored post procedure.

Manufacturer narrative:
Date of event is estimated.